Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an implantable pulse generator (ipg) replacement procedure. Additional information stated that the patient was doing well.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an implantable pulse generator (ipg) replacement procedure.